Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the message ¿clear obstructions then close the drawer¿ was displayed. The drawer was still not opening, and there were narcotics in this pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that auxiliary drawer 6 had no magnet on the latch and was inseparable. A field service engineer (fse) replaced latch inseparable on auxiliary drawer 6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.